Event description:
An implanted volar distal radius plate broke post operatively and was explanted.

Manufacturer narrative:
A visual examination of the screw was performed. The screw is in good condition.conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional mdrs associated with this event:MDR 3025141-2014-00164 follow up 1: plate 1,MDR 3025141-2014-00165 follow up 1: screw 1,MDR 3025141-2014-00166 follow up 1: screw 2,MDR 3025141-2014-00167 follow up 1: screw 3,MDR 3025141-2014-00168 follow up 1: screw 4,MDR 3025141-2014-00169 follow up 1: screw 5,MDR 3025141-2014-00170 follow up 1: screw 6,MDR 3025141-2014-00171 follow up 1: screw 7,MDR 3025141-2014-00172 follow up 1: screw 8,MDR 3025141-2014-00173 follow up 1: screw 9,MDR 3025141-2014-00174 follow up 1: screw 10,MDR 3025141-2014-00195: plate 2.